Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number, the type of microbes and the reprocessing method. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information by the user facility, bacteria detected by microbiological testing by the user facility were detected in the sample collected from the instrument channel. In addition, the device had been reprocessed with a non-olympus automated endoscope reprocessor, guangzhou shunyuan medical instrument co., ltd, sy-600. There were no stains, cracks and scratches on the appearance of the device, and no leakage. The endoscopic image was also displayed properly. Olympus china sales & marketing couldn't inspect the device, because the device was sent to a third-party repair agency. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.